Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - an examination of the returned device found that all of the blades were partially lifted off the balloon. When an attempt was made to inflate the balloon a pinhole leak was observed at 7 mm proximal to the distal edge of one of the partially lifted blades. During analysis one of the partially lifted blades got caught in a wipe and detached fully from the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during an cutting balloon procedure, a balloon rupture occurred. The restenosed target lesion was located in the non-calcified common iliac artery. As the 8.0 mm 2.0 cm peripheral cutting balloon was inflated to 4 atm the balloon "cracked". The balloon was removed and the procedure was completed with another 8.0 mm 2.0 cm peripheral cutting balloon. No patient complications were reported and the patient status is stable. However; returned device analysis revealed the cutting blade was lifted.